Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the handle was broken. Additional information was requested and on (B)(6) 2015, the following was provided by the customer: the male patient (age not provided) was asleep when the event occured. The issue happened when the customer was setting up the device, before the beginning of the surgery. The patient was not injured. The event led to a 10 minute increase in surgery time. Another device was used to continue with the surgery. No further information was provided.